Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The insertion site was at upper buttocks. The blood glucose level was 374mg/dl and the patient was treated with correction injection via multiple daily injection (mdi) and site was changed. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.